Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 192 mg/dl at the time of the incident. The customer reported that the insulin pump had a broken piece of plastic that came off the reservoir compartment at the rim. The customer reported that the retainer ring and the black case was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.